Manufacturer narrative:
(B)(4). The device was not returned and the lot number was not known; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and provides step-by-step instructions for properly re-priming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer failed to follow therapy steps during peritoneal dialysis therapy on the homechoice device. According to the report, the patient connected to the device during the prime cycle, which constitutes a use-error. There was no patient injury or medical intervention in association with this report. No additional information is available.